Manufacturer narrative:
This is one event (death) of two events reported for the same patient involving two separate products; associated mdrs 1225714-2013-03834, 03835, 03836 and 03837.

Event description:
The plaintiff's attorney alleged that the decedent experienced a cerebrovascular and cardiovascular event in (B)(6) 2012 and subsequently expired on (B)(6) 2012, after the use of the product.

Manufacturer narrative:
Note: there are discrepancies as dates and symptoms provided for the reported event differ from the initially reported information. Further attempts to obtain clarification and specific information surrounding the event details will be made and submitted upon receipt accordingly. This is one of three device reports for this event. The MFR report numbers associated with this report are: 1225714-2013-03834, 1225714-2013-03835, 1225714-2013-03836, 1225714-2013-03837 and 2937457-2016-00506.

Event description:
Additional information received from the plaintiff's attorney alleged the patient experienced metabolic alkalosis and cardiac arrest approximately 2 months prior to the initially reported information and expiring approximately one week prior to the initially reported date.